Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire slipped when surgeon went to open the jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Common causes of broken - proximal instrument grip cable are attributed to damage to the cable during use or during reprocessing. The instrument was found to have corrosion/contamination on both grip and pitch bearings. The pitch and grip input disk bearings have oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing. Common causes of the failure mode corroded/contaminated instrument bearings a attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument t harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.